Event description:
It was reported to philips that the system's c-arm was unable to move. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
It was identified that this is a re-occurrence complaint from an already reported complaint. The investigation has been addressed in philips reference: (B)(4). This complaint will be closed.